Event description:
The needle stylet broke off inside needle upon insertion into pt. When this occurs, the stylet is left in the needle with no way to remove it making the site inaccessible and repuncture is necessary. The needle was inserted in the left tibia. The stylet broke off at the knob making it impossible to use the needle.